Event description:
The ge oec 9800 fluoroscopy system was reportedly slow to boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the issue. The system booted up within 90 seconds, and this is within the system specs. Problem unfounded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.